Event description:
Kion blocked all n20 supply during a surgery. There was 58% o2 concentration regulated and o2/n2o selected. The o2 concentration went from approx. 58% to 100% and the n2o concentration dropped to zero. The gas supply was normal and no external reason for the drop in n2o concentration. There were no alarms relevant to this drop in n2o. The surgery was then completed. No pt injury. The emv6 gas selector valve was determined to be faulty.